Event description:
Reporter alleged that a patient received the results of 566 mg/dl and 54 on inform system 1 compared back to back within 10 minutes of another result of 60 mg/dl obtained on inform system 2. Reporter stated that the patient was treated with four glucose tablets. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that there were not any strips left, therefore no product will be returned for evaluation.

Event description:
It was reported by service report that the right side rail has excessive movement and the left side rail is broken. No injury reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. (B)(4).